Event description:
Report of "infected implanted pump, cellulites" and explant of system received epr the annual device tracking report. Repeated requests to hcp have provided no add'l info re the event.